Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. Two photographs of the complaint event were received. Photographic inspection noted that the staple line was incomplete. Visual inspection of the returned products noted that the reloads were fully fired. Microscopic evaluation noted that the first reload had damage to the cutting edge of the knife blade. The second reload had back extruded staples. Sub-flush staple pushers were noted on both reloads. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Replication of the back extruded staples and sub-flush staple pushers when an obstacle has been incorporated in the jaws during application or from clamping over excessive tissue thickness. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of stomach on a laparoscopic sleeve gastrectomy procedure, when the device started to fire the reload knife was not cutting and just pushing the tissue which was starting to bunch up. The staple line was incomplete. The reload tore through the stomach with out laying rows of staples on the specimen side. The physician then took another reload and fired inside just to close gap and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of stomach on a laparoscopic sleeve gastrectomy procedure, when the device started to fire the reload knife was not cutting and just pushing the tissue which was starting to bunch up. The staple line was incomplete. The reload tore through the stomach with out laying rows of staples on the specimen side. There was no patient injury.